Event description:
It was reported that the customer received a button error alarm from his/her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer changed the insulin pump's battery, but the alarm persisted. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked display window and stained end cap sticker.